Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the scissors functioned properly and met all current specifications. The root cause could not be determined as engineering was unable replicate your experience. During the manufacturing assembly process, applied medical scissors are functionally inspected 100%. This document represents our final report.

Event description:
Laparoscopic cholecystectomy - "dull blades won't cut (note: instrument of same lot number opened and cut appropriately)."